Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. Analysis of the device memory had an observation relating to wavelet detection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial tachycardia as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The ICD remains in use. No further patient complications have been reported as a result of this event.